Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device. On (B)(6) 2023, the patient felt disoriented. The cgm was diplaying 105 mg/dl while the bg was 30 mg/dl. The patient self-treated with 4 glucose tablets and the spouse called an ambulance. The patient was treated with IV glucose. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.